Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the failure of the printed circuit boards and main board led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had suddenly stopped displaying image. The issue occurred during preparation for use of an unspecified diagnostic procedure that was completed using the similar device. There were no reports of patient harm.